Event description:
Same case as: 2184052-2015-00002 and 2184052-2015-00004. It was reported that during the implantation of an infix implant the right side strut would not engage the endplate properly.

Manufacturer narrative:
Device history record review for all returned devices did not find any deficiencies. Review of information provided and analysis of returned devices concluded that there is no evidence of a product defect. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.